Event description:
Patient reports an overrun pump. Provider's unable to duplicate during testing. Rate: 45. Dose: 1300.

Manufacturer narrative:
All alarms performed according to specifications. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.